Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/20/2020. Corrected information: d3, g1, g2. Additional information: d10, h6. Additional h3 investigation summary: one open sample of product code z2017, lot pc6763 was received for analysis. During visual inspection of the sample, one undispensed suture was observed. The suture was dispensed without problem and examined, the insertion did not meet the requirement. In addition, the needle was not returned for analysis. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the performance - pull off - suture needle is a short insertion. Three unopened samples of product code z2017, lot pc6763 were received for analysis. During the visual inspection of three samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pc6763, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: specific number of sutures that failed in this single procedure? According the initial declaration, 3 sutures failed during one digestive procedure. When did the issue occur for each device, before use on patient or during actual use on the patient? According the initial declaration, 3 sutures failed during one digestive procedure. How was case completed? Use of another device from another box to complete the procedure. No patient consequence. Note: events reported in 2210968-2020-02199, 2210968-2020-02200, and 2210968-2020-02201.

Event description:
It was reported that a patient underwent a digestive surgery on an unknown date and suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.